Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of a pedicle screw detached from the screw shaft during surgery. An alternative screw was used to complete the procedure. There was a surgical delay in excess of 30 minutes; however, there were no reports of patient injury associated with this delay.

Manufacturer narrative:
(B)(4). The returned screw was evaluated. The tulip has dissociated from the screw shaft. The splines were deformed in a manner consistent with tightening of the rod and closure top within the tulip, and then loosening them which then can allow the screw components to dissociate. A review of the DHR did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Additional information found that the tulip head was also cross-threaded. The cross-threading was likely due to misalignment of the closure top and tulip head causing the threads to cross.